Manufacturer narrative:
Manufacturing review: a lot history review could not be performed as the serial number is unknown. The sample was not returned for evaluation. Therefore, the investigation is inconclusive for the reported mechanical issues. The definitive root cause for the reported mechanical issue could not be determined based upon the available information. It is unknown whether procedural issues contributed to the event. Labeling review: the current instructions for use (IFU) states: device description: the encor enspire breast biopsy driver and encor biopsy probe may be used together with encor enspire, encor, or encor ultra systems. The encor driver is designed as a handheld unit for ultrasound guided breast biopsies and for mounting on a stereotactic platform using bard adapters. Indications for use: the encor breast biopsy driver is indicated to acquire tissue for diagnostic sampling of breast abnormalities. It is intended to provide breast tissue for histologic examination with partial or complete removal of the imaged abnormality. Precautions: the encor driver is reusable and is supplied non-sterile. Do not autoclave or immerse in liquid. The encor probe is provided sterile and is intended for single use only. Do not resterilize. Complications: complications that may be associated with the use of the encor biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: for handheld use: to initiate the sampling sequence, utilize either the 'sample' button on the encor breast biopsy driver or 'sample' switch on the encor breast biopsy food pedal as appropriate. While firmly holding the driver to maintain the aperture at the target site, press the 'sample' button or foot switch again to initiate the automated tissue acquisition cycle. A tissue sample will be automatically transported to the tissue collection chamber. Repeat this step as needed to obtain sufficient tissue samples.

Event description:
It was reported that during a breast biopsy, the device allegedly continued taking samples when the sample button was not selected. It was further reported that the device was able to stop sampling when the system was selected for marker mode. Reportedly, the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The serial number for the device was not provided, therefore, the device history records were not reviewed. The device was not returned. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device would not stop taking samples, customer had to press marker option to stop the probe from rotating even when finger was lifted off of the sample button. There was no reported patient injury.